Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of hypersensitivity/allergic reaction is listed in the starclose se vascular closure system instructions for use as a known adverse event associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was done successfully with a starclose se device after an iliac stent interventional procedure using a 6f sheath. Reportedly, the device functioned as intended; however, the patient experienced rashes on and off since the procedure. The physician determined that the patient has a nickel allergy and the rashes were caused by the starclose clip. There was no reported treatment, but the physician plans on removing the clip in the future. No additional information was provided.